Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that missing additive was found after use with a unspecified bd blood collection tube . The following information was provided by the initial reporter, "it was reported that gold top tubes contain high fibrinogen after spinning. Cannot use gold top for troponin due to high fibrinogen still in the tube after spin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that missing additive was found after use with a unspecified bd blood collection tube . The following information was provided by the initial reporter, "it was reported that gold top tubes contain high fibrinogen after spinning. Cannot use gold top for troponin due to high fibrinogen still in the tube after spin."